Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated that following the surgical intervention the patient is receiving effective stimulation and the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ceased charging her ipg and thus the ipg is no longer able to communicate with external devices. Surgical intervention was undertaken and the ipg was explanted and replaced. During the procedure, the physician electively explanted and replaced the patient's leads.